Event description:
It was reported to our country manager in (B)(4) from a vns treating physician that their handheld computer containing 8.0 programming software would not program pts. The error message 0342 was reported. This is under investigation. The manufacturer is pending the handheld and software being returned for analysis.